Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient experienced pain, clicking, and leg length discrepancy.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds one other report against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.